Manufacturer narrative:
All buttons did not respond due to corroded keypad traces. Unable to perform run current test, self test, off no power test and displacement test due to button keypad anomaly. Pump passed idle current test. Unable to verify failed battery test alarm and bad battery alarm due to button keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed failed battery test and unable to clear the alarm due to buttons were unresponsive. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.